Event description:
Pt presented to their doctor with swelling and drainage to the right knee. Cultures and gram stain of the fluid showed methicillin resistant staph aureus. (Status right total knee x 4 year). Voluntary radical debridement of right total knee was performed. During procedure right tibial bearing component lab found to be excessively worn and was explanted. Device was given to biomet rep, for examination by the company.